Event description:
To summarize this event, the 38mm amplatzer septal occluder (aso) appeared to be holding the septum well, however, the aso embolized after release to the right ventricle. The aso was retrieved via femoral vein access. The patient had no other complications.

Manufacturer narrative:
The amplatzer septal occluder was received at aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed.the results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report.

Event description:
During the interrogation of the pacemaker by the local subsidiary, an error message was displayed by the programmer ("the first interrogation statistics backup failed."). Therefore, an explanation was requested.

Manufacturer narrative:
Review of the medical records and images by aga's medical consultant resulted in the following findings: the procedure was performed using tee guidance and fluoroscopy. The rims of the defect per the report were adequate; however review of the images demonstrated a deficient anterior/superior rim (retro-aortic) and also a deficient posterior rim. In addition, there was very little rim above the coronary sinus. The defect was also quite large, the native diameter measured at least 25x35mm and balloon sizing was not performed. A 38mm aso was placed and initially appeared well positioned on tee and by fluoroscopy, even when push-pull maneuver was performed. The aso was released and embolized shortly thereafter.according to aga's medical consultant, the aso embolized from the deficient rims and lack of balloon sizing, which resulted in a slightly undersized device.